Manufacturer narrative:
Investigation: the disposable set was returned for investigation. During evaluation of the set, the channel was filled with air and a small pinhole leak was noted on the channel weld on the opposite side from the collect connector. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the leak experienced by the customer. Root cause: based on our investigation of this incident and similar occurrences, a leak in the channel was identified. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole size tear that develops in the soft channel vinyl near the channel's hard plastic inlet connector during long procedures, typically mnc collections. This leak results in a minor blood spill that remains fully contained within the system's centrifuge chamber. Corrective action: terumo bct has modified the standard optia filler in order to reduce the incidence of leaks in the channel of the tubing set during mnc collections, specific to this failure mechanism. The modified filler has been designed to enhance the system's reliability, by reducing the incidence of a specific type of disposable set leak.

Event description:
The customer reported that during an autologous hct/p (stem cell) apheresis collection on the optia system, the white blood cell (wbc) closed system kit used for collection had a leak. This leak caused the instrument alarm to sound right away. The procedure was stopped, all clamps to the patient were closed and the stem cell product was protected from possible contamination. Rinseback was not performed so any blood in the system at the time the leak occurred was not returned to the pt. This incident was reported by the customer to the FDA using the medwatch reporting system, and was found by terumo bct on (B)(4) 2014 during a routine maude database search. The customer declined to provide patient information. This report is being filed in response to the customer filing a sae report.